Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus was not working, but the stylus and cursor on the screen did not align because the overlay/bezel assembly was out of electrical specification. The overlay/bezel assembly was replaced and the stylus was calibrated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not work and that the disk was stuck in the side of the programmer. The programmer was returned to service. No patient complications have been reported as a result of this event.